Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for failure analysis evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the vessel sealer extend (vse) instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs showed that the instrument was installed 9 times, and it passed homing 9 times. In total, 90 cut complete events were completed with no errors. The logs show 106 seal events, of which 4 had high initial starting impedance errors. Additional errors in the logs do not directly point to the complaint. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the target tissue was sticking to the inside of the jaws of the vessel sealer extend (vse) instrument after the seal was completed and the tissue was transected. The sealing cycle was completed only once, each time this issue occurred. The surgeon reported that they were routinely cleaning the instrument jaws to ensure that there was no carbonized tissue, per the recommendation by the technical support engineer (tse) team, but the issue persisted. During the procedure, every type of tissue was sticking to the vse instrument during sealing, including the blood vessels around the outer aspect of the stomach, the short gastric vessels, the blood vessels underneath the duodenum, and adipose tissue. The instrument was in use for approximately 20-25 minutes before this issue began. There was no bio-debris build-up prior to the issue, as the surgical technicians had been cleaning the instrument intraoperatively, as instructed. The tissue was released by gently rolling the wrist of the instrument with the jaws open to unstick the tissue. No tissue was excised as a result of this issue, however, there was an unknown amount of bleeding, which was controlled by sealing with the vse or by using another form of cautery to stop the bleeding. No blood transfusions were required. Per the surgeon, this issue impacted the procedure due to the amount of time spent managing the stuck tissue and due to the concern that this could cause further problems when sealing vessels. However, it did not affect the patient's health, and the surgeon did not have any concerns regarding long-term complications for the patient as a result of this issue. The patient is reportedly doing well, and they did not experience any post-operative complications. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this reported complaint and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was returned with the energy cord cut off, therefore no functional test for cut/energy delivery could be completed to see if objects would become stuck on the grip tips (tissue entrapment). No physical damage was observed on the grip assembly, and the ceramic dots were intact. The electrical continuity test passed from the grip electrode to the back end of the instrument. The instrument passed the recognition and engagement tests, and it moved intuitively, with full range of motion in all directions. The grips opened and closed properly, and they performed grip function successfully. No further testing could be performed. A review of the four provided images associated with this event was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, the first image shows a vessel sealer extend (vse) instrument with its jaws open with tissue charred onto the jaws. The second image shows a vse stuck to tissue (presumably after having sealed and transected tissue that is stuck to the jaws). The third image shows a vse that appears to have been cleaned off (cannot confirm without video review). The fourth image shows a vse that has one jaw stuck to tissue (presumably after having sealed and transected tissue that is stuck to the jaws).